Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing stimulation in the back of the neck/head area. It was unknown when this began, but impedance measurements had been checked over the past 6 months and everything ¿looked fine.¿ the patient had been working under a car and felt stimulation again and at that point it seemed to stop providing therapy and the patient¿s tremor returned. Exact impedance measurements were not available at the time of report; however, they were noted to be around the range of 2000-2800 ohms and the clinician programmer indicated they were okay. Imaging (possibly a CT scan) showed a 2-3 mm long clear break in the right lead wires and insulation near the proximal end of the lead where it would connect to the extension, but impedance measurements did not show an open circuit. The right lead was replaced and the physician confirmed the lead was ¿separated¿ when they removed it. Impedance measurements were taken with the patient in various positions, but impedance measurements did not show an open. The new lead was implanted but not connected to the ins yet. No trauma or falls had been reported. The physician was suspicious of the reliability of the impedance measurements as a diagnostic tool. It was further reported that for a while the patient had been reporting tingling and stimulation in the back of the head. The patient recently lost therapy. There were open circuits, but the device does not show open circuit. The manufacturer representative believed >40,000 ohms should have displayed. There was a 2mm space between the lead disconnects. On the date of surgery impedances were between 2586-5422 ohms. Additional information reported both the lead and extension were replaced and the issue resolved. Impedance measurements were within normal limits and the patient was receiving therapy. Additional information clarified that the tingling sensation occurred near the lead location on the scalp. Slightly high impedance measurements between 3000-5500 ohms were also reported.

Manufacturer narrative:
Concomitant: product ID 37602, serial# unknown, product type implantable neurostimulator; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3387-40, lot# v000394, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead; product ID 3387-40, lot# v000394, implanted: (B)(6) 2005, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387s-40, lot# va0bh3r, implanted: (B)(6) 2013, product type lead; product ID neu_stimloc_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the returned lead through a functional test found the ¿continuity acceptable¿ and that there were ¿no shorts¿ when tested dry. It was additionally found that ¿all conductor wires were broken on the medial segment 3.1 cm from the proximal end.¿ analysis of extension (B)(4) through a functional test found the ¿continuity acceptable¿ and that there were ¿no shorts¿ when tested dry. It was additionally reported the extension was ¿cut through¿ and ¿segmented.¿ analysis of the stimloc found ¿no anomaly.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.